Event description:
Per the clinic, the patient experienced pain and infection at abutment site with minimal perceived hearing benefit. Additional information has been requested but it has not been made available as of the date of this report.